Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products that are cleared in the us. The pro code and 510 k number for the m.r.I. Ultra slimport implantable port, chronoflex single-lumen, 6f products are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the internal jugular vein using the MRI chrono port. On (B)(6) 2025, it was reported that a fluid-filled bulge was discovered. It was further reported that the port was removed, revealing a fractured catheter. Reportedly there was appearance of extravasation of drugs from the port seat. The current status of the patient was unknown.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be reportable as malfunction. The catalog number identified in section d4 has not been cleared in the us but is similar to the powerport ti l/p 6 cf int wosp att sl implantable port, products that are cleared in the us. The pro code and 510 k number for the powerport ti l/p 6 cf int wosp att sl implantable port, products are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation; two photos were provided for review. The photo show partial view of a clinician holding the port attached with the catheter. A partial compound break was noted on the catheter near to the catheter lock portion. Therefore, the investigation is confirmed for the reported catheter fracture and fluid leak issues, and the investigation is inconclusive for the reported stretched and material protrusion issues as the provided photo was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d1, d4 (medical device catalog #, medical device lot #, medical device expiration date), g3, h1, h6 (patient, component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure in the internal jugular vein using the ti powerport low profile. On (B)(6) 2025 a fluid-filled bulge was discovered, and the port was removed, revealing a fractured catheter. There was no reported patient injury.